Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. (B)(6) was not explanted for evaluation and no autopsy was performed. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas (left ventricular assist system) IFU (instructions for use), rev. H, is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that he patient was on hospice and decided to withdraw care. The patient passed away on (B)(6) 2021. The device operated as expected and the patient's death was not considered to be device or therapy related.